Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in gallbladder for the treatment of gallbladder stones. During the procedure, the technician connected the device and saw that in a portion of the device was kinked. The procedure was not completed because the account did not have another device in stock. There was no patient complications reported as a result of this event.

Manufacturer narrative:
B3: date of event: date of event was approximated to 08/01/2024 as no event date was reported. Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/cancelled procedure. Block h11 the returned spyscope ds ii was analyzed, and a visual inspection of the distal tip noted signs of use in the form of elevator marks. Upon initial insertion of the device into a controller, a live image was seen, and light was observed to be exiting the distal tip. Visual inspection of the working length noted damage to the plastic optic fibers inside the catheter in the form of light shining. No physical kink/damage was observed to the exterior surrounding the area of light. The reported complaint was confirmed. During product analysis, signs of use were noted with the returned device in the form of elevator marks. Visual inspection of the working length while the device was plugged in noted light shining through the polytetrafluoroethylene (ptfe) exterior indicating damage to the plastic optic fibers. No kinks/damage to the polytetrafluoroethylene (ptfe) exterior was noted in the area where the light was observed, and the device functioned with no problems; light was seen exiting the distal tip and image was constant throughout testing. It is likely that factors of the procedure such as use of a combination device and tortuous anatomy may have attributed to the observed kink/damage to the interior pofs. Based on all gathered information, the probable cause selected for the reported issue is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in gallbladder for the treatment of gallbladder stones. During the procedure, the technician connected the device and saw that in a portion of the device was kinked. The procedure was not completed because the account did not have another device in stock. There was no patient complications reported as a result of this event.